Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited decreased amplitudes and increased threshold measurements. The patient was called to the clinic for an urgent chest x-ray which confirmed lead dislodgement. The patient is not pacemaker dependent and was asymptomatic. The patient was admitted to the hospital and invasive intervention was performed to reposition the lead.